Manufacturer narrative:
On 7/12/2018, mentor received information that identified the initially reported unknown device: brand name: mentor siltex round moderate profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline. Catalog: 3542640, lot: 5546533, unique identifier (UDI): (B)(4), PMA/ 510(k): p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. Evaluation: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation an unknown mentor 345cc breast prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 550cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed two leaks caused by two rents measuring approximately 0.3 and 0.4 cm on the posterior view. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the yellow material observed. The device history record (DHR) of lot number 5546533 was reviewed on 7/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).